Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the left ventricular (lv) lead exhibited loss of sensing and loss of capture. As a result, the lv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.